Event description:
Elevated free t4 results do not fit clinical picture of one patient. On (B)(6) 2007, initial ft4 result 30.8 pmol/l. Same sample treated and tested again, gave results of 29.1 pmol/l. Same sample repeated using a different methodology gave result of 16.2 pmol/l. The investigational unit was able to confirm the elevated ft4 results. An interferent was detected.